Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the pump module failed preventive maintenance was not confirmed or replicated during laboratory testing. Preventive maintenance and rate calibration tests found the pump module working as expected. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. External and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. On (B)(6) 2025 at 9:02 am an infusion rate was programed and started at a rate of 75 ml/hr and a volume to be infused (vtbi) of 67.767 ml. At 9:11 am the infusion was paused. At 9:15 am the unit was channeled off. Alaris system maintenance user manual v12.3 provides the following information for testing for rate accuracy test. System maintenance software and procedures are intended to be performed by trained qualified personnel, or under direct supervision by qualified personnel. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: the device was disassembled for this investigation. Please ensure proper assembly and re-torque all screws to specifications. Repair center should follow their normal processing of the device, looking for any incidental finding issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.